Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This condition of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique. However, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. Should additional information become available, a follow-up report will be submitted.

Event description:
This is a spontaneous report from a consumer, with supplemental information provided by a nurse, in the USA. This report is of a break in aseptic technique and peritonitis, with culture (B)(6) for escherichia coli (e. Coli), in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a break in aseptic technique, which was further described as the patient making a mistake/touch contamination and did not wear a mask. On (B)(6) 2012, the patient experienced peritonitis due to the break in aseptic technique and was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital.